Event description:
It was reported that the patient was admitted to the hospital with their lactate dehydrogenase (ldh) rising. The patient's speed was increased on (B)(6) 2026. The log files were submitted for review. The log files captured clusters of low power advisory alarms as a result of lithium battery power depletion. The log files also captured power cable disconnect and low power hazard alarms as a result of the patient disconnecting on of the power leads, which left the pump running on the other depleted battery. The log files indicated that the patient had not connected to the power module/mobile power unit (mpu) when sleeping. Additionally, the log files contained 9 low flow estimates and 2 were sustained long enough to trigger low flow hazard events when the calculated pulsatility index (pi) was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events were unable to be conclusively determined through this evaluation. Review of the submitted log files showed the system functioning as intended. No notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital with their lactate dehydrogenase (ldh) rising. The patient's speed was increased on (B)(6) 2026. The log files were submitted for review. The log files captured clusters of low power advisory alarms as a result of lithium battery power depletion. The log files also captured power cable disconnect and low power hazard alarms as a result of the patient disconnecting on of the power leads, which left the pump running on the other depleted battery. The log files indicated that the patient had not connected to the power module/mobile power unit (mpu) when sleeping. Additionally, the log files contained 9 low flow estimates and 2 were sustained long enough to trigger low flow hazard events when the calculated pulsatility index (pi) was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically. It was later communicated on (B)(6) 2026 that the patient passed away on (B)(6) 2026 due to cardiogenic shock and multiorgan failure. The pump did not return.